Event description:
It was reported that during an unknown procedure the instrument was broken. The site used a new instrument to complete the case. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.